Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate during the loading of the cartridge. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to assist with reloading the cartridge and indicated that if further assistance was needed, they would call again. Reportedly, the customer was using apidra insulin in the cartridge.